Event description:
Anaphylaxis. Regarding specialized clothing made by the company: sun precautions. Their clothing line is called solumbra. They claim the clothing is a medical device" designed to protect the wearer from the sun. Reporter was told the clothing was safe, and that nothing about it should be a health concern. Reporter was encouraged to order it and try it. Reporter asked if it would be ok if they washed it prior to trying it on. They agreed that was ok. They washed the items as they normally wash clothing with the same detergent etc. Upon trying the clothing on, in the house, a shirt, pant and hat, within minutes of putting the final garment on reporter broke out into a rash, hives, itchy all over where the clothing touched. Their skin began to swell up, their tongue also. Reporter got dizzy and started to have a hard time breathing. Emergency antihistamines were administered.